Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 implantable pacemaker: (B)(6) 2008. (B)(4).

Event description:
It was reported that the epicardial right atrial lead impedance had increased and was now high, the lead was undersensing p waves, and it not capturing. It was also reported that the epicardial right ventricular lead was oversensing and the impedance was varying from 300 ohms to 500 ohms while the patient was in the clinic. A transvenous system was implanted. No patient complications have been reported as a result of this event.